Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) I s a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 1 year post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position the patient returned one year later with moderate paravalvular leak (pvl). The patient was brought back to post dilate the 26 sapien 3 ultra resilia with a 25 true balloon and assess for possible thv in thv. While the pvl diminished after the 25 true balloon bav(balloon aortic valvuloplasty), the decision was made to prep another 26 sapien 3 ultra resilia and place it slightly ventricular to the index thv. This was performed successfully and the pvl went to trace+ and the procedure was deemed successful. Patient tolerated it well and in stable in recovery. Upon follow up, the fcs advised that the patient showed symptoms of dyspnea and severe pvl that was reduced to trivial after the intervention.